Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified, white encapsulation, red particles on the shell, and red biological tissue. Device analysis performed, through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode.

Event description:
Healthcare professional reported, for left side "trace of extracapsular fluid". And "double capsule". Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "extracapsular fluid".

Event description:
Healthcare professional reported for left side "trace of extracapsular fluid" and "double capsule". Device has been explanted.